Manufacturer narrative:
PMA 510(k): product is awaiting PMA from the FDA.

Event description:
A (B)(6) customer was getting high blood glucose readings from the contour next link 2.4. Specific readings were not provided. He adjusted his insulin pump accordingly, but still received high readings. At approximately 2:00am he felt confused. His girlfriend tested his blood and the reading was approximately 6mmol/l. The customer was agitated, had cold sweats, racing heart, slurred speech and passed out. An ambulance was called. His blood glucose was retested with the ambulance meter and the reading was 2.2mmol/l. The patient was given a glucose IV and came around. He felt anxious and nauseous for two days afterwards. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.

Manufacturer narrative:
The customer returned a non-ascensia bottle containing 3 ascensia strips of which the lot# could not be identified. The strips were observed to be degraded. One of the strips was tested with blood and gave reading that was > 24.7mmol/l high out of spec. A second bottle, correctly labeled, was also returned and gave satisfactory performance.